Manufacturer narrative:
The self test was performed to attempt to duplicate the report that the unit fails volume accuracy test. The reported issue was duplicated during the manufacturer testing. The probable cause of the reported issue is a defective mechanism.

Event description:
It was reported that the device involved in the event fails the volume accuracy test. The event occurred on an unspecified date. There was no patient involvement reported.